Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fold creases and wear abrasion. A weight test of the device was verified and the device was within specification. Cloudiness and voids in the gel after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted.